Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported a patient experienced a ¿deep tissue pressure injury¿ on a progressa bed. The seat section of the progressa bed was not inflating and one of the bed¿s castors had a ¿flat spot¿ which resulted in the patient developing a ¿deep tissue pressure injury¿ (unknown body location). It is unknown if the reported injury preexisted at an alternate staging category. Additionally, any medical treatment provided for the injury, the patient¿s medical history, accessory devices utilized, and the facility¿s positioning protocols were not provided. An inspection performed by a baxter technician noted that the surface installed on the bed¿s frame at the time of the event was ¿not compatible with the progressa frame¿ the device instructions for use states that not all progressa surfaces (narrow, stay in place, pulmonary therapy, etc.) Function on all progressa frames and that some surfaces, if used with a frame require service upgrade. Additionally, the instructions for use stated that using an incorrect surface could result in patient injury or equipment damage. The customer was notified that the surface would need removal, and the correct surface applied and noted that the facility¿s biomed representative would be replacing the surface. Additionally, the technician noted that the bed¿s castor had a flat spot. The caster was replaced. No further information was available at the time of this report.

Manufacturer narrative:
Additional information: d9, h3, h6 and h11. H11: the actual device could not be returned; however, a baxter technician performed an on-site evaluation of the device. The technician found the caster needed to be replaced and the mattress currently on the bed is not compatible to the frame. The reported condition was verified. To address the issue, the technician replaced the caster. Furthermore, the biomed will be replacing the mattress with the correct one. A service history review revealed no indication that the parts replaced during servicing caused or contributed to the reported event. Should additional relevant information become available, a supplemental report will be submitted.